Event description:
Sensor #(B)(4). On (B)(6) 2011: at 1820 band alarm sounded but band checked and was ok. On (B)(6) 2011: at 1127 band alarm sounded again but band ok. On (B)(6) 2011: at 1130 band alarmed again just after being checked to make sure it was ok. On (B)(6) 2011: at 1744 band alarming again, adjusted. On (B)(6) 2011: at 0630 check band alarm sounding again. Exp date: sensors (B)(4).